Event description:
It was reported that the unit displayed an e-1 error. It was further reported that no pt was involved.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.